Manufacturer narrative:
D9. Date returned to mfg: 02-may-2024. H6. Investigation codes: updated. Investigation summary: six used samples outside their original package were received for evaluation. Electrical testing conducted. Two (2) out of two (2) returned samples were found accepted during electrical test. The remaining four (4) returned samples could not be electrical tested as the equipment marked leak condition. Vaccuum testing conducted. Four (4) out of six (6) returned samples were found rejected during testing. Air leak testing conducted. Four (4) out of six (6) samples were found rejected during testing. The four (4) samples were submerged into a container with water and air was applied to the device to identify the source of the leakage detected thru the vacuum and air tests. Three (3) devices leaked from subassy a950-02 and one device leaked on component stopcock: 10023796-001 as bubbles were observed to be formed through these components. The four (4) returned sample were visually inspected by removing cover pn: 300-288 to verify the solder appearance. It was observed that electrical board the four (4) returned samples exhibited corrosion condition. The device that leaks on component stopcock: 10023796-001 was tested for water leak test to determine the cause of the leakage. It was observed that component stopcock: 10023796-001 was damaged as water flow through this component. Additionally, it was inspected under microscope, and it was observed that the part has crack condition. Complaint is confirmed for the failure mode ¿no data can be detected, packaging is damaged, connector is damaged, the data is out of order¿ through the device analysis executed on the returned samples it was observed that four (4) devices failed vacuum and air leak tests. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4346097 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4332332, 4334661, 4334668,4345839, 4345845 and 4347981 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.

Manufacturer narrative:
Date of event unknown. (B)(6). Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no data can be detected, packaging is damaged, connector is damaged, the data is out of order, which makes the product ineffective. The event occurred on an unknown date. There was patient involvement and no patient/adverse event reported. The event occurred on various dates from 01-dec-2023 to 05-mar-2024.